Event description:
It was reported that the recommended replacement time (rrt) alert triggered due to low battery with the cardiac resynchronization therapy - defibrillator (crt-d) device. It was also reported that the crt-d device reached early battery depletion. The crt-d device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. Analysis of the device revealed normal battery depletion.